Event description:
Reporter initially noted cases of post-op inflammation. Additional info received noted this pt required unplanned medical intervention of increased steroids and daily visits. Outcome reported as excellent. Felt this was related to phaco handpiece.